Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patient that the transmitter stopped transmitting on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).